Event description:
The home pt (hp) reported feeling full, as if she were overfilled, while using the homechoice cycler for apd therapy. The hp reportedly performed a manual day exchange and had approx 2,000mls in peritoneum at the start of the apd therapy. According to the hp, home patient became impatient during the initial drain and inadvertently bypassed after draining 902mls of the day exchange, which advanced the homechoice cycler from the initial drain into fill 1. During fill 1, the cycler filled the hp with 2,341 mls when home patient felt full and stopped the fill. The hp placed the cycler into a manual drain and removed 3,365mls of fluid. The hp relates that after the manual drain was finished home patient continued therapy to completion with no further difficulties. The hp states there was no pt injury or medical intervention.